Manufacturer narrative:
No further information concerning this report is available. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited noise and loss of capture (loc). A revision procedure was performed where both noise and loc were verified using a pacing system analyzer (psa). Subsequently the lead was surgically abandoned and replaced. No additional adverse patient effects were reported.